Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 9f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 18f and the tevar procedure was completed. The proglide sutures achieved hemostasis. Reportedly, post procedure the physician checked the leg pulses and noted the patient's leg was cold. The vessel was incised and it was observed a suture had caught a small section of calcium and occluded/narrowed the vessel. The sutures were cut and the vessel was closed with surgical suturing. Imaging prior to proglide use showed minimal calcification; however, once the vessel was cut open, more significant calcification was seen. There was a reported clinically significant delay due to the proglide. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion is listed in the proglide instructions for use (IFU), potential adverse events, section 9.0 as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.